Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg, no investigation could be completed. Because no investigation was completed, mmdg could not replicated or confirmed.

Event description:
The initial reporter stated that the pump did not deliver the correct amount of formula. They state the set up the pump to complete the patients night feeding and when she woke up the next morning the bag was still full. She stated that she "can't recall" any alarms or error codes and that the pump sounded like it was running, but it wasn't dispensing. Mmdg did make a follow up attempt, and the initial reporter did return the call. She stated at that time that they received a replacement pump the following day. She also stated that the night time feeding had been missed, but they were able to supplement the feeding in the morning and that the patient was in good condition after the delay. (B)(4).